Manufacturer narrative:
H6: investigation summary: bd received a 20 gauge insyte autoguard device from lot 1286967 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed some damage on the catheter adapter and foreign matter (fm) present through the device's body and needle. The catheter adapter appeared to have a deformed nose and light fissure on the body. Ftir testing was performed on the pieces of foreign matter. It was determined that the pieces of fm were a silicone polymer and thermoplastic siloxane elastomer, a compound used during manufacturing. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that both issues were manufacturing related. The manufacturing facility has been notified of this incident and the findings. A notification was issued to the appropriate manufacturing personnel to raise awareness of this issue and prevent recurrence.

Event description:
It was reported while using bd insyte¿ autoguard¿ IV catheter the hub was cracked. There was no report of patient impact. The following information was provided by the initial reporter: bd received a 20 gauge insyte autoguard device from lot 1286967 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed some damage on the catheter adapter and foreign matter (fm) present through the device's body and needle. The catheter adapter appeared to have a deformed nose and light fissure on the body. Ftir testing was performed on the pieces of foreign matter. It was determined that the pieces of fm were a silicone polymer and thermoplastic siloxane elastomer, a compound used during manufacturing. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that both issues were manufacturing related. The manufacturing facility has been notified of this incident and the findings. A notification was issued to the appropriate manufacturing personnel to raise awareness of this issue and prevent recurrence.